Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, in clipping the stomach vessel, the clips came out but it was crossed at the tip, as if mounted. It did not fit well. Another device from the same lot was used; the other clip came out normal also, but when they were in the crossed fabric, they were mounted on the tip, one leg on top of the other, loose without grip. To resolve the issue, a device from another company was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 176657, 176657 endoclip ii ml 10 appli (lot#j4c4098ny) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.